Event description:
It was reported that while in the clinical vascular laboratory (cvl), the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patient's right groin. The md could not advance the iab through the saf sheath. As a result, the md removed the iab and the saf sheath as one unit. The md inserted another iab over the same spring wire guide (swg) and through a second saf sheath with success. There was no reported patient death or injury. The delay/interruption in therapy was 10 minutes. There were no reported patient complications. The patient outcome is listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.